Event description:
After the procedure was complete, the suction/irrigator started to make a noise without any pressure on the buttons and the device started smoking. The batteries were removed in order for it to stop working. Device was not in use in the patient when this occurred.